Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized due to high blood glucose on (B)(6). Customer blood glucose was 268 mg/dl,307 mg/dl,292 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with bolus. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.